Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that therapy card replacement was required. There was no patient involvement.

Manufacturer narrative:
Clarification was provided that the device produced a spark during the therapy test.